Event description:
Device was not detached: no issue was noted during the pretest. However, when the implant of the web was then attempted to be detached with the detachment controller, the implant was not detached. Several attempts were made, but the implant could not be detached. Another detachment controller was used to detach the implant, but the implant was not detached, and a red light appeared. Several attempts were made, but the implant was not detached, so the detachment controller was replaced with another detachment controller to detach the implant. Although normal audible tones sounded, the implant was found to be not detached. Several more attempts were made, but detachment was still not achieved, so the web was withdrawn and removed from the patient. A different web was positioned in the aneurysm and attempted to be detached. The web was successfully detached and placed, and the procedure was successfully completed. No health damage to patient. Type of surgery being performed and treatment site: a-com aneurysm.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.